Manufacturer narrative:
Evaluation summary: homechoice cycler unit was refurbished prior to evaluation. The investigation was performed using the device refurbishment records. Based on a review of the event log data, the evaluation has determined the most probable cause of the over fill to be insufficient drain / false empty detect at initial drain.

Event description:
During the evaluation of returned homechoice machine over fill was noted in the event log of the device. A review of the device history record (rdhr) was performed. The information gives a total drain volume of 3283ml following a fill volume of 2500ml. The drain volume was greater than 1.3 times the last volume infused (2500ml). During a follow-up call with the patient's nurse on 05/21/08, the nurse stated that the patient did not experience any symptoms of fullness or discomfort associated with the incident. The nurse did not have any additional information. Despite baxter's attempts, no additional information could be obtained regarding this event.